Event description:
It was reported through a scholarly journal that patient underwent a total hip arthroplasty in (B)(6) 2004. Subsequently, the patient was revised in (B)(6) 2007, due to subluxation and groin pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) during dwell 3 of 5 on the homechoice (hc). The nurse reported the supply bag fell and became disconnected. The home patient was connected at the time of the alarm. The technical service representative (tsr) had the nurse cycle power to clear the alarm and end the therapy. The tsr instructed the nurse to notify the peritoneal dialysis registered nurse in the morning. The proper procedures per the user manual reviewed with the nurse. No patient injury or medical intervention was reported.